Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 30) occurred during the load process. Customer's blood glucose (bg) was 37 mg/dl and the cause was unknown. Customer addressed bg with apple juice and orange juice. During a follow up, customer's bg elevated to 534 mg/dl which was addressed with a manual injection. Reportedly, customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified related to the alleged patient effects. The alleged device issue was verified.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose was not entered in the pump by the user on 11/19/2018. The user attempted to complete the cartridge change sequence 19 times. The user completed the ¿tubing filled¿ steps 18 times priming between 10.2 and 30.2 units of insulin through the tubing each time. There were no erratic basal rate adjustments. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.